Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unrelated x-ray had revealed that the atrial lead had become dislodged. No patient symptoms were reported. The lead was successfully repositioned.